Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the reported alarm in the diagnostic fault logs, but was unable to duplicate the issue during testing. The stm completed full calibration, functional testing and safety check to factory specifications, and the iabp passed all functional and safety checks. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "check iab catheter" alarm prior to use on a patient during setup. Customer replaced the iabp with another and was able to initiate therapy successfully. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "check iab catheter" alarm. Customer replaced the iabp with another to continue therapy successfully. There was no patient harm and no adverse event was reported.